Manufacturer narrative:
The investigation determined that the cause was due to a misadjusted sample probe. The service actions (adjusting the sample probe and verifying the sipper probe position) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The hcg+b reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). Qc was acceptable before and after the event. During troubleshooting, it was indicated that the sample probe was misadjusted. The sample probe was adjusted and the sipper probe position was verified. Calibration was performed and it was acceptable. Precision studies were performed and they were within specifications. A performance check was done and the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (analyzer b) when compared to a different cobas e411 immunoassay analyzer (analyzer c). Sample 1 (patient 1): initial result: 131.5 miu/ml (analyzer b). This result was reported to the physician who requested the patient stop taking the medication. 1st repeat result: 329.1 miu/ml (analyzer c). 2nd repeat result: 329.7 miu/ml (analyzer c). 3rd repeat result: 309.7 miu/ml (analyzer b). Sample 2 (patient 2): initial result: 25.68 miu/ml (analyzer b). 1st repeat result: 1186 miu/ml (analyzer c). 2nd repeat result: 1146 miu/ml (analyzer c). The results did not match the patients' history and the samples were then repeated. The following results were deemed to be correct: sample 1: the 2nd repeat result with a value of 329.7 miu/ml. Sample 2: the 2nd repeat result with a value of 1146 miu/ml.